Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction/additional information. D4 catalog no - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. Concomitant medical products - correction/additional information.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/27/2025.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178470 and mw5178471.

Event description:
A voluntary MDR/medwatch report was received on 11/24/2025. According to a report received via maude, a patient experienced an alert/notification issue on (B)(6) 2025, while at home with a sinus infection, the patient began experiencing shivering and sweating. Upon checking his cgm, the patient noted a glucose reading of 40 mg/dl; however, no audio alert was received on his dexcom receiver to indicate hypoglycemia. Concerned about his condition, the patient's wife contacted emergency medical services (ems). Upon arrival, ems obtained a blood glucose (bg) meter reading, though the exact value was not recalled. At that time, the patient's cgm displayed a reading of 49 mg/dl. The patient was transported to the emergency room and lost consciousness en route, later describing the event as a "diabetic coma." At the hospital, the patient regained consciousness but remained incoherent. He was treated with intravenous glucose and subsequently admitted for four days. At the time of the report, the patient was reported to be in stable condition. No additional patient or event information is available.

Event description:
It was reported that "alert/notification settings issue" occurred. The date of the event is an approximation. On or around 07/07/2025, the patient was at home experiencing symptoms of a sinus infection when he began to shiver and sweat. Upon checking his continuous glucose monitor (cgm), the device displayed a glucose reading of 40 mg/dl. However, the patient did not receive an audio alert from his dexcom receiver to indicate the hypoglycemic event. Concerned by his condition, the patient¿s wife contacted emergency services. Upon ems arrival, a blood glucose (bg) meter reading was obtained, though the exact value could not be recalled. At that time, the cgm was reading 49 mg/dl. During transport to the emergency room, the patient lost consciousness. Upon arrival at the ER, the patient regained consciousness but remained incoherent. He was treated with intravenous glucose and subsequently admitted to the hospital for four days. At the time of reporting, the patient was reported to be stable and is fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e2304 chills / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.